Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Reference manufacturer report: 1627487-2019-08438, reference manufacturer report: 1627487-2019-08439. It was reported the patient ceased using the system due to ineffective stimulation. Patient indicated she was to have back surgery (unrelated to device) and required the scs system to be removed prior to that surgery. Patient's system was removed.